Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to a refractive surprise. Another johnson & johnson lens (same model and lower diopter, 23.5 ) was implanted as a replacement. There was no vitrectomy, incision enlargement or sutures required. No further information was available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes returned to manufacturer on: 2/26/2021 section h3: device returned to manufacturer ¿ yes device evaluation: visual inspection under magnification revealed viscoelastic residue and what appeared to be dried blood on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.